Event description:
The customer reported "the inserter needs to be replaced, I saw a little nut that holds the pin in place that you thread into the implant after the case checked everything and looked as if the pin pushed up some inside the inserter." The customer felt that the inserter failure was a result of mishandling during cleaning since there was no issue noted during the surgery. There was no delay in surgery and no pt injury reported. On (B)(6) 2013 additional info was received. The surgeon reported: "the inserter broke during the (spine surgery) procedure. An x-ray confirmed the center of the threaded hole of the implant was blocked. Normally a void is found on the x-ray." The surgeon saw the pt on a f/u appointment and reported the pt was "doing fine."

Manufacturer narrative:
Integra has completed their internal investigation on 11/08/2013. The investigation included: methods: eval of actual device; review of device history records; review of complaint history. Results: eval of returned device; the distal threaded portion of the inserter that mates with the implant had sheared off of the inner shaft. Additionally, the instrument was disassembled to further investigate the failure. The small (B)(4) set screw which connects the thumb wheel to the inner shaft was bent and sheared indicating an axial force was applied to the inner shaft. It is possible that this axial force was a result of significant over-tightening of the inner shaft onto the mating implant or from impaction on the back of the inserter handle. Given the markings on the back of the handle and the threads sheared off the inner shaft, it appeared that the instrument failed due to both impaction on the back of the handle and excessive tightening of the inner rod. A review of the DHR for lot w16399, it was concluded that all product was manufactured, inspected and accepted for use by the quality control dept per the aql level and specified requirements of the receiving inspection report with no associated nonconformance noted. A complaint history review for the past 12 months; this is the (B)(4) complaint within the past 12 months with sales data of (B)(4) units. The current rate of occurrence is (B)(4)% which falls within the risk file estimations ((B)(4)). As a result, there are no adverse trends for this failure mode at this time. Conclusion: the possible root causes of this failure mode include inserter assembly with implant 90deg off axis form design intent; inserter not fully engaged during implantation or disengaged during removal of inserter. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.